Event description:
It was reported that the implantable cardioverter defibrillator exhibited inappropriate defibrillation therapy due to post sensed t wave over-sensing. Programming changes were made on the device. Patient was stable.